Manufacturer narrative:
(B)(4). Result of examination: the received sample was subjected to a visual and functional examination. The cover caps at the screw pillars as well as the sealing at the bottom housing were available and undamaged. The device showed age-based marks of use. For testing purposes the sample was plugged into a space station. The battery was not recognized by the pump as well as it was not charged by it. Therefore it was connected with mains. During the following performed test run a malfunction occurred. After the connection via mains was interrupted the display went dark. The device stopped delivery and the leds flashed high-frequently. No alert sounded. Subsequently the battery was investigated in detail. As root cause for the defective battery a burnt shunt was identified. However, according to manufacturer information an electronically overload caused such a damage. Following is written in our IFU: - in case high potent drugs are given be sure to have a second infusion pump for that drug at hand. The therapy documentation should be suitable to continue the therapy at the second infusion pump. - prior to administration, visibly inspect the pump and the accessories (especially the axial fixation) for damage, missing parts or contamination and check audible and visible alarms during self test.

Event description:
As reported by the user facility ((B)(4)): device failed mid treatment: device appears to have failed during use of noradrenaline, the screen went blank with all three indicator lights on and no alarm.

Manufacturer narrative:
(B)(4). The device has been received for evaluation and the investigation is on going at our laboratory in (B)(4). A follow up report will be provided when the examination results become available.